Event description:
It was reported the coating flaked off the device. A 150cm renegade was selected for an embolization procedure in the splenic artery. During insertion of the renegade through the 5fr non-boston scientific catheter hub, the coating from the distal end of the renegade flaked off outside the patient. A new 150cm renegade was used and the same issue occurred. The procedure was successfully completed with another catheter. There were no patient complications and the patient was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the renegade was returned for analysis. The hub, shaft and tip were visually and microscopically examined. Visual examination of the device showed a kink located 100cm from the hub. Microscopic analysis found that the coating was rolled and bunched up at 99.5cm and at 102cm from the hub. The outer diameter of the renegade was measured and was within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported the coating flaked off the device. A 150cm renegade was selected for an embolization procedure in the splenic artery. During insertion of the renegade through the 5fr non-boston scientific catheter hub, the coating from the distal end of the renegade flaked off outside the patient. A new 150cm renegade was used and the same issue occurred. The procedure was successfully completed with another catheter. There were no patient complications and the patient was fine.